Event description:
It was reported that the patient was admitted for lumbar radiculopathy and low back pain. On (B)(6) 2007, patient underwent an elective l4 through l5 anterior lumbar interbody fusion and l3 thoracic posterior lumbar interbody fusion. There was a "redo right and left l3, l4, l5 and s1 laminectomy, medial facetectomy, foraminotomy; posterolateral arthrodesis, l3-l4, l4-l5, l5-s1; placement of autograft morselized bone harvesting with bmp and genex." The procedure was performed without any complication. On postoperative day 1, the patient was found to have acute blood loss anemia. Patient was given 2 units of packed red blood cells. The patient received several units of a blood transfusion in spite of which the patient's hemoglobin was 9.8 and hematocrit was 29.6. Pt. Received 2 units on (B)(6) 2007, 2 units on (B)(6) 2007 and l unit on (B)(6) 2007. Pt. Also received procrit x l. The patient was transferred to inpatient rehab on (B)(6) 2007. Patient received a bilateral sacroiliac joint injection for low back pain. The patient was diagnosed with sacroilitis. On (B)(6) 2008, patient received a right hip joint injection for hip pain. On (B)(6) 2008, patient received a left hip joint injection for hip pain. On (B)(6) 2008, patient received a epidural lysis of adhesions treatment for low back pain, lumbar radiculopathy and failed back syndrome. On (B)(6) 2009, examination of patient's pelvis notes "calcification over the pelvis, probably a calcified fibroid" no fracture or dislocation seen. There is some mild degenerative changes noted in both hips. On (B)(6) 2009, patient received a left hip joint steroid injection for hip pain. On (B)(6) 2009 patient received a right hip joint steroid injection for hip pain. On (B)(6) 2009, patient received a caudal epidural for low back pain. On (B)(6) 2010, patient received celiac plexus sympathetic nerve blocks for abdominal pain. On (B)(6) 2010 patient underwent epidural lysis of adhesions treatment for low back pain, lumbar radiculopathy and failed back syndrome. On (B)(6) 2011, patient underwent facet injections l1-2-3-4 left and l1-2-3 on right to treat low back pain and facet arthropathy. During an office visit on (B)(6) 2012, patient reported left leg/foot pain, fell 2-3 weeks ago right hip gave out, abdominal pain, pain in lumbar, lower extremity pain, degenerative disc disease, facet arthropathy, degenerative joint disease, radicular pain, and chronic opioid use. On (B)(6) 2012, patient received bilateral sacroiliac joint injection for low back pain. On (B)(6) 2012, patient received bilateral sacroiliac joint injection for low back pain. During an office visit on (B)(6) 2012, patient reported sharp severe abdominal pain and was diagnosed with a right lower abdominal hernia. During an office visit on (B)(6) 2012, patient reported pain in lower abdomen and back. Pt. Wearing a truss/lumbar brace. On (B)(6) 2012, patient received an epidural lysis of adhesions treatment for low back pain, lumbar radiculopathy. During an office visit on (B)(6) 2012, patient reported low back pain, head pain; "back has been bad, hard to stand up straight." During an office visit on (B)(6) 2012, patient reported "lower back pain. Cannot sit for long." During an office visit on (B)(6) 2012, patient reported left leg pain, bilateral hands tingling and numbness that is worse at night. Pain in lumbar, myofacial, degenerative joint disease, radicular pain. During an office visit on (B)(6) 2012, lower back pain, pump candidate, degenerative joint disease, chronic opioid, post laminectomy syndrome, facet arthropathy, degenerative disc disease. During an office visit on (B)(6) 2012, patient reported left leg/foot pain; tingling in hands; pain in lumbar; sacroiliac joint, degenerative disc disease, facet arthropathy, myofacial, degenerative joint disease, radicular pain, chronic opioid. During an office visit on (B)(6) 2012, patient reported burning lower back pain and leg radiation. During an office visit on (B)(6) 2013, patient reported left leg/foot pain, fell 2-3 weeks ago right hip gave out, abdominal pain, pain in lumbar, lower extremity pain, degenerative disc disease, facet arthropathy, degenerative joint disease, radicular pain, and chronic opioid use. On (B)(6) 2013, patient reports facet arthropathy. Pt. Has severe upper back pain that radiates into groin.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.